Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted for 43 months, has displayed an elective replacement indicator (eri). There is a concern that the battery has depleted early.